Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number and therefore the date of manufacture are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start after a sample was applied using his adc blood glucose meter. As a result, the customer was unable to test and reported that on the morning of (B)(6) 2016 he "felt dizzy" upon awakening at 8:00am. Customer immediately called paramedics who arrived at 8:10am. Paramedics tested customer with their meter and received a reading of 345 mg/dl, but did not administer any treatment. Customer was transported to the hospital and diagnosed with hyperglycemia. He was treated with injection(s) of short and long-acting insulin (type/dosage not specified), and admitted for one day. Customer reported he was discharged on the following day. There was no report of death or permanent injury associated with this event.